Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from july 11, 218 - july 12, 2018. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which revealed two (2) detached spike assemblies from two tubes and one (1) properly attached to the tube. The reported condition was verified. The cause of the condition was not determined; however the most likely cause was due to a lack of adhesive being applied in the manufacturing process at the base of the spike assemblies causing an incorrect bonding. Due to the nature of the returned sample no additional test could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two of the three spikes of a trifurcated fluid transfer tube set detached leading to a leak. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.